Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02720 / 02721 / 02723 / 02724. Device location unknown.

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty and approximately 7 years post-implantation patient was revised due to allegations of pain, lack of mobility, elevated metal ion levels, metal poisoning, metallosis, physical scarring, disfigurement, and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative records reveal that the patient had a hip revision due to instability with mechanical failure. The acetabular cup, femoral head, and acetabular bearing were replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Unique identifier (UDI) # - (B)(4). Concomitant medical product - biomet femoral stem catalog#: 192010 ,lot#: 124230.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported in operative notes received that patient underwent a hip revision procedure approximately two months post-implantation due to instability with mechanical failure. The femoral head, acetabular cup and hip bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information. (B)(4).